Event description:
A pt reports undergoing bilateral cataract surgery with implantation of the crystalens. Immediately postoperatively, the pt complained of glare and halos. Pt also reports experiencing difficulty with night driving, starbursts, floaters, dry eye symptoms, and a need for reading glasses. Additional info was requested from the implanting physician, who reports that the patient's preoperative bcva od was 20/30, mrse was -3.50 + 1.00 x 104. Postoperatively, the patient's bcva od was 20/50-2 and j3 (mrse od not provided). A yag capsulotomy was performed od in 2007, and the bcva improved to 20/25 and mrse improved to -0.75 + 0.50 x 120. According to the physician, the cause of the patient's symptoms were multifactorial - corneal astigmatism (pre-existing condition) and dry eye syndrome. The halos are not believed to be lens related. Reference MDR # 2031924-2008-00219.

Manufacturer narrative:
Root cause: according to the physician, the patient's complaints are likely attributed to pre-existing corneal astigmatism and pre-existing difficulties with night vision (halos, glare).